Event description:
The customer stated a cell-dyn 3200 analyzer generated a falsely elevated platelet result for one patient sample. The cell-dyn generated an initial platelet result of 1615 k/ul for the original sample obtained from the patient's port. Ths patient was redrawn and the venous sample generated a platelet result of >>> (over range). The venous sample was repeated on another analyzer in the same laboratory and an expected platelet result of 84 k/ul was generated. The falsely elevated platelet result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated a cell-dyn 3200 analyzer generated a falsely elevated platelet result for one patient sample. The customer stated the issue was resolved after running backgrounds on the analyzer. The data submitted by the customer shows the specimen result had rbc morph, band, and nrbc/rrbc suspect abnormal population flags and uri and wbc suspect parameter flags. The data indicated platelet upper region interference, possibly due to platelet aggregates. Tracking and trending did not identify atypical complaint activity or non-statistical trend for the issue under evaluation. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.